Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they had questionable ise results for two patient samples tested on a cobas integra 400 plus and a cobas 6000 c (501) module at a different site. Of the two samples, one had erroneous results for na, k, and cl (c 501 module = ise indirect na, k, ci for gen.2; integra 400+ = na+ electrode, k+ electrode, chloride electrode). No erroneous results were reported outside of the laboratory. This medwatch will apply to the c 501 analyzer. Please refer to the medwatch with patient identifier (B)(6) for information related to the integra 400+ analyzer. The sample was tested on the integra 400+, resulting with the following na values: 136 mmol/l, 132 mmol/l accompanied by a data flag, 135 mmol/l accompanied by a data flag, 138 mmol/l, and 135 mmol/l accompanied by a data flag. The sample was tested on the c 501 analyzer, resulting with an na value of 129 mmol/l. The sample was tested on the integra 400+, resulting with the following k values: 5.67 mmol/l accompanied by a data flag, 5.25 mmol/l, 5.37 mmol/l, 5.52 mmol/l accompanied by a data flag, and 5.55 mmol/l accompanied by a data flag. The sample was tested on the c 501 analyzer, resulting with a k value of 5.43 mmol/l. The sample was tested on the integra 400+, resulting with the following cl values: 99.4 mmol/l, 90.3 mmol/l accompanied by a data flag, 93.4 mmol/l accompanied by a data flag, 94.3 mmol/l accompanied by a data flag, and 97.9 mmol/l accompanied by a data flag. The sample was tested on the c 501 analyzer, resulting with a cl value of 96.4 mmol/l. No adverse events were alleged to have occurred with the patient. The na, k, and cl electrode lot numbers and expiration dates were asked for, but not provided. The investigation could not identify a product problem. The cause of the event could not be determined.